Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant of this device system, the shock impedance measurement was greater than 200 ohms in triad configuration. Technical services was consulted and discussed troubleshooting recommendations. The device was reprogrammed to distal coil to can, with a shock impedance measurement of 72 ohms. To date, no adverse patient effects were reported as a result of this clinical observation.